Event description:
It was reported that during a stenting treatment procedure a stent damage occurred. Access was gained via the femoral artery. A 12x2.5 unspecified balloon was used to predilate the lesion located at the mid left anterior descending artery. A 2.75x24mm promus element plus drug eluting stent was advanced but unable to cross the lesion. The stent delivery system was removed and damage at the edge of the stent was noticed. The procedure was completed with another 2.75x24mm promus element plus. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a stent damage occurred. Access was gained via the femoral artery. A 12x2.5 unspecified balloon was used to predilate the lesion located at the mid left anterior descending artery. A 2.75x24mm promus element plus drug eluting stent was advanced but unable to cross the lesion. The stent delivery system was removed and damage at the edge of the stent was noticed. The procedure was completed with another 2.75x24mm promus element plus. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR.: device was returned. A visual and microscopic examination found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).